Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had dropped low and that he was in a comotose state. The customer reported that he was off of the insulin pump at the time of the event but did not state for how long. The blood glucose reading was not given. The insulin pump was not replaced or returned for analysis.